Event description:
It was reported that during an ipg revision procedure on (B)(6) 2025, the physician cut a portion of a protruding lead wire, and the remainder of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead attributed to this issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.